Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient does not have pain when they lay down, so when the patient goes to bed they shut the ins off for the night. The issue of having to recharge more frequently than in the past has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they feel the need to charge more frequently than they were in the past. They stated that they used to charge their implantable neurostimulator (ins) every 2 days, but now sometimes they charge twice a day. The patient noted that they have not recently been reprogrammed or switched to a new group or increased parameters. They stated that they charge their ins to full. The patient added that about 2 days ago, the led light continued to flicker even when the controller showed the ins was 100% charged, however, this is no longer happening. The patient was redirected to follow-up with their healthcare provider to have their device checked. No further complications or patient symptoms were reported or anticipated.